Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an implant procedure. During surgery, the newly implanted atrial lead was attempted to be placed in multiple locations with inadequate capture thresholds. The lead was exchanged. The patient was stable.